Event description:
Respond edge study. It was reported that left bundle branch block(lbbb) occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. The subject did not receive any loading doses of antiplatelet medications prior to the index procedure. A lotus introducer sheath was placed, and then the native aortic valve was treated with balloon valvuloplasty with subsequent deployment of a 23 mm lotus edge valve which involved repositioning of the lotus edge valve with partial re-sheathing of the valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. This was not successful. Repositioning attempt was too high. On the same day of the index procedure, post procedure, the subject was noted to have lbbb. No treatment was performed for the event. It was further reported that the patient was discharged home the following day.

Manufacturer narrative:
A1: patient identifier: (B)(6). E1 initial reporter phone: (B)(6).

Manufacturer narrative:
Patient identifier: (B)(6). (B)(6).

Event description:
Respond edge study. It was reported that left bundle branch block(lbbb) occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. The subject did not receive any loading doses of antiplatelet medications prior to the index procedure. A lotus introducer sheath was placed, and then the native aortic valve was treated with balloon valvuloplasty with subsequent deployment of a 23 mm lotus edge valve which involved repositioning of the lotus edge valve with partial re-sheathing of the valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. This was not successful. Repositioning attempt was too high. On the same day of the index procedure, post procedure, the subject was noted to have lbbb. No treatment was performed for the event.